Event description:
The customer reported moisture damage and a button error alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was noted on the motor assembly. Unable to verify the button error alarm due to the blank display.